Event description:
It was reported that a patient underwent a hip fracture repair procedure on an unknown date and barbed suture was used. The suture was not maintaining tension like the 'old version.' The barbs are smaller and the layer would open up after suturing. They switched to a different type of suture to complete the case with no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) triclosan dosage form suture/solid/parenteral strength = 2360 g/m. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the wound dehis after the procedure was completed? Did the stratafix suture break? Are the barbs reported to be smaller than they should be? What is the ¿old version¿? Was a re-operation required? Did the patient experience any adverse consequences? Will product be returned for evaluation? Current condition of the patient? What is the lot number?

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/24/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: for each patient, please provide the following information: did the wound dehis after the procedure was completed? They did not because the surgeons ended up using regular pds once they noticed the stratafix wasn¿t holding tension like it used to did the stratafix suture break? It did not are the barbs reported to be smaller than they should be? The surgeons believe that they look smaller than they used to be on the older angiotech (B)(6) what is the ¿old version¿? (B)(6) was a re-operation required? No did the patient experience any adverse consequences? No will product be returned for evaluation? I sent one unopened package of the lot# they have been using current condition of the patient? Good what is the lot number? Rlbcak

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.